Manufacturer narrative:
An investigation was performed for the customer issue and included a review of the complaint text, troubleshooting, a review of the service history, a review of trending data, and a review of product labeling. The field service engineer (fse) inspected the instrument and observed crystallization on the r1 arc probe. He cleaned the probe, which was determined as likely cause of the discrepant results, and the system functioned as intended. A review of the (B)(6) service history identified no contributing factors to the current complaint. A review of tracking and trending did not identify any trends. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation a product deficiency was not identified.

Manufacturer narrative:
All available patient information has been included. No additional patient details are available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a (B)(6) qualitative result when processing on the architect i2000sr. The initial (B)(6) result was (B)(6). Retest results were (B)(6). No impact to patient management was reported.